Event description:
The patient received two percutaneous leads (from the same lot) as part of her scs system. It was reported the patient has occasionally experienced ineffective stimulation coverage but reprogrammed was able to resolve the issue until recently. Diagnostic testing showed no lead anomalies; however, x-rays revealed lead migration. It was reported the patient has been referred for a paddle lead replacement surgery. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.